Event description:
It was reported that during a tonsillectomy/adenoidectomy procedure using a procise max wand, the wand suction clogged soon after the procedure started. The surgeon was unable to unclog the and opted to complete the procedure using a competitor's device. There were no significant delays or patient complications reported as a result of this event.